Event description:
Per contact: the device was put down the scope, suction was achieved with complete red out and two to three bands were deployed. None of the bands would stay on the varices and another device was used to complete the procedure.